Event description:
Philips received a complaint on the v60 ventilator indicating that the device failed the electrical safety test. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. A replacement alternating current (ac) power cord was ordered in a material only work order. This investigation is ongoing.

Manufacturer narrative:
In a good faith effort (gfe) response received on 27nov2024, it was confirmed that the ac power cord had been received and replaced on the device to resolve the issue. The customer confirmed that the replaced ac power cord would be returned for evaluation at the philips product investigation lab (pil). The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
In a good faith effort (gfe) response from the authorized service provider (asp) received on 21nov2024, it was clarified that the electrical safety issue observed was that the resistance values were changing during the electrical safety testing. The investigation is ongoing.